Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient had presented to the hospital experiencing fatigue and shortness of breath after falling. The patient deceased on (B)(6) 2014. There is no allegation from a health care professional that suggests that the death was device related.